Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing heavy coughing and dizziness. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. After the 3rd gfe attempt to have the device and components returned for evaluation and investigation, the patient was reached via phone. The patient stated they received a refurbished device that presented the same issues as the first device. They stated they have stopped using the refurbished replacement unit and then terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.